Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect¿ needle device was used in the abdomen during a fine needle aspiration (fna) procedure. According to the complainant, several days post procedure the patient experienced abdominal pain. The pain was treated with mild analgesics. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.